Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostar relative to an interventional procedure. Reportedly, reportedly, the needle in the 10 o'clock position, misfired. Needle back down was unsuccessful and the device was stuck in the patient. A cut down was performed to remove the stuck device and achieve hemostasis. Due to the cut down, a clinically significant delay was reported. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The failure to fire was not confirmed. Entrapment is based on case conditions and cannot be replicated in a lab environment. Testing of return sterile devices from the same lot was conducted. No abnormalities were indicated. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the difficulties cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, despite the 45° angle of the device, there may have been anatomical conditions that placed additional bend in the device to cause the misalignment; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.